Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, physical pain, pain") and suicidal ideation ("suicidal thoughts") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: mirena. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced mood swings ("mood swings, emotional anguish"), depression ("depression"), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), suicidal ideation (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal bleeding)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), pain in extremity ("severe leg pain"), polymenorrhoea ("frequent and heavy menstrual cycles"), menorrhagia ("frequent and heavy menstrual cycles/abnormal menstrual bleeding, prolonged menses"), alopecia ("hair loss"), migraine ("migraine headaches"), back pain ("severe back pain"), dyspareunia ("painful intercourse") and allergy to metals ("nickel allergy"). The patient was treated with surgery (patient underwent a total hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, pain in extremity, mood swings, depression, polymenorrhoea, suicidal ideation and vaginal haemorrhage outcome was unknown and the abdominal pain, menorrhagia, alopecia, migraine, dysmenorrhoea, back pain, dyspareunia and allergy to metals had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, menorrhagia, migraine, mood swings, pain in extremity, pelvic pain, polymenorrhoea, suicidal ideation and vaginal haemorrhage to be related to essure. The reporter commented: on or about (B)(6) 2015, plaintiff underwent essure implantation procedure, however the physician implanted only one coil. On or about (B)(6) 2015, she underwent second essure implantation procedure. In (B)(6) 2015, she sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a total hysterectomy with bilateral salpingectomy to remove the essure devices, she has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she has reported that all her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: fallopian tubes were bilaterally occluded quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received, product information updated,concomitant drug added, events added as follows:- suicidal ideation, vaginal haemorrhage. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of vessel perforation ("perforated vessels"), pelvic pain ("severe pelvic pain, physical pain, pain"), vaginal haemorrhage ("abnormal bleeding (vaginal bleeding)"), suicidal ideation ("suicidal thoughts") and menorrhagia ("frequent and heavy menstrual cycles/abnormal menstrual bleeding, prolonged menses") in a 37-year-old female patient who had essure (batch no. B94874) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: mirena from 2003 to (B)(6) 2014. Concurrent conditions included lumbar disc degeneration, chest pain, ovarian cyst, nephrolithiasis, biliary dyskinesia, polycystic ovarian syndrome, kidney stone, libido decreased, excess sweating and enlargement uterine (treated with histerectomy). Concomitant products included levothyroxine sodium (levothyroxin) since (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 167 days before insertion of essure, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced suicidal ideation (seriousness criterion medically significant), mood swings ("mood swings, emotional anguish"), depression ("depression") and dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced pelvic adhesions ("lysis of adhesions"). On an unknown date, the patient experienced vessel perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), pain in extremity ("severe leg pain"), polymenorrhoea ("frequent and heavy menstrual cycles"), alopecia ("hair loss"), migraine ("migraine headaches"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), allergy to metals ("nickel allergy") and abdominal pain upper ("upper right quadrant pain"). The patient was treated with surgery (patient underwent a total hysterectomy with bilateral salpingectomy on (B)(6) 2016), surgery (patient underwent a total hysterectomy with bilateral salpingectomy on (B)(6) 2016), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the vessel perforation, pelvic pain, vaginal haemorrhage, suicidal ideation, pain in extremity, mood swings, depression, polymenorrhoea, abdominal pain upper and pelvic adhesions outcome was unknown and the abdominal pain, menorrhagia, alopecia, migraine, dysmenorrhoea, back pain, dyspareunia and allergy to metals had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, menorrhagia, migraine, mood swings, pain in extremity, pelvic adhesions, pelvic pain, polymenorrhoea, suicidal ideation, vaginal haemorrhage and vessel perforation to be related to essure. The reporter commented: on or about (B)(6) 2015, plaintiff underwent essure implantation procedure, however the physician implanted only one coil. On or about (B)(6) 2015, she underwent second essure implantation procedure. In (B)(6) 2015, she sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a total hysterectomy with bilateral salpingectomy to remove the essure devices, she has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she has reported that all her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: fallopian tubes were bilaterally occluded. Concerning the injuries reported in this case, the following one was reported via medical records: uterine hemorrhage . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-jul-2018: concomitant drug was added. Added event lysis of adhesions. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of vessel perforation ("perforated vessels"), pelvic pain ("severe pelvic pain, physical pain, pain"), vaginal haemorrhage ("abnormal bleeding (vaginal bleeding)"), suicidal ideation ("suicidal thoughts") and menorrhagia ("frequent and heavy menstrual cycles/abnormal menstrual bleeding, prolonged menses") in a 37-year-old female patient who had essure (batch no. B94874) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: mirena from 2003 to 1-jan-2014. Concurrent conditions included lumbar disc degeneration, chest pain, ovarian cyst, nephrolithiasis, biliary dyskinesia, polycystic ovarian syndrome, kidney stone, libido decreased, excess sweating and enlargement uterine (treated with histerectomy). Concomitant products included levothyroxine sodium (levothyroxin) since (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 167 days before insertion of essure, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In july 2015, the patient experienced suicidal ideation (seriousness criterion medically significant), mood swings ("mood swings, emotional anguish"), depression ("depression") and dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced pelvic adhesions ("lysis of adhesions"). On an unknown date, the patient experienced vessel perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), pain in extremity ("severe leg pain"), polymenorrhoea ("frequent and heavy menstrual cycles"), alopecia ("hair loss"), migraine ("migraine headaches"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), allergy to metals ("nickel allergy") and abdominal pain upper ("upper right quadrant pain"). The patient was treated with surgery (patient underwent a total hysterectomy with bilateral salpingectomy on (B)(6) 2016), surgery (patient underwent a total hysterectomy with bilateral salpingectomy on (B)(6) 2016), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the vessel perforation, pelvic pain, vaginal haemorrhage, suicidal ideation, pain in extremity, mood swings, depression, polymenorrhoea, abdominal pain upper and pelvic adhesions outcome was unknown and the abdominal pain, menorrhagia, alopecia, migraine, dysmenorrhoea, back pain, dyspareunia and allergy to metals had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, menorrhagia, migraine, mood swings, pain in extremity, pelvic adhesions, pelvic pain, polymenorrhoea, suicidal ideation, vaginal haemorrhage and vessel perforation to be related to essure. The reporter commented: on or about november 2015, plaintiff underwent essure implantation procedure, however the physician implanted only one coil. On or about december 2015, she underwent second essure implantation procedure. In december 2015, she sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a total hysterectomy with bilateral salpingectomy to remove the essure devices, she has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she has reported that all her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 4-mar-2015: fallopian tubes were bilaterally occluded. Concerning the injuries reported in this case, the following one was reported via medical records: uterine hemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2018: concomitant drug was added. Added event lysis of adhesions. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of vessel perforation ("perforated vessels"), pelvic pain ("severe pelvic pain, physical pain, pain"), vaginal haemorrhage ("abnormal bleeding (vaginal bleeding)"), suicidal ideation ("suicidal thoughts") and menorrhagia ("frequent and heavy menstrual cycles/abnormal menstrual bleeding, prolonged menses") in a 37-year-old female patient who had essure (batch no. B94874) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's previously administered products included for birth control: mirena from 2003 to (B)(6) 2014. Concurrent conditions included lumbar disc degeneration, chest pain, ovarian cyst, nephrolithiasis, biliary dyskinesia, polycystic ovarian syndrome, kidney stone, libido decreased, excess sweating and enlargement uterine (treated with histerectomy). Concomitant products included levothyroxine sodium (levothyroxin) since (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 167 days before insertion of essure, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced suicidal ideation (seriousness criterion medically significant), mood swings ("mood swings, emotional anguish"), depression ("depression") and dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced pelvic adhesions ("lysis of adhesions"). On an unknown date, the patient experienced vessel perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), pain in extremity ("severe leg pain"), polymenorrhoea ("frequent and heavy menstrual cycles"), alopecia ("hair loss"), migraine ("migraine headaches"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), allergy to metals ("nickel allergy") and abdominal pain upper ("upper right quadrant pain"). The patient was treated with surgery (patient underwent a total hysterectomy with bilateral salpingectomy on (B)(6) 2016), surgery (patient underwent a total hysterectomy with bilateral salpingectomy on (B)(6) 2016), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the vessel perforation, pelvic pain, vaginal haemorrhage, suicidal ideation, pain in extremity, mood swings, depression, polymenorrhoea, abdominal pain upper and pelvic adhesions outcome was unknown and the abdominal pain, menorrhagia, alopecia, migraine, dysmenorrhoea, back pain, dyspareunia and allergy to metals had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, menorrhagia, migraine, mood swings, pain in extremity, pelvic adhesions, pelvic pain, polymenorrhoea, suicidal ideation, vaginal haemorrhage and vessel perforation to be related to essure. The reporter commented: on or about (B)(6) 2015, plaintiff underwent essure implantation procedure, however the physician implanted only one coil. On or about (B)(6) 2015, she underwent second essure implantation procedure. In (B)(6) 2015, she sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a total hysterectomy with bilateral salpingectomy to remove the essure devices, she has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she has reported that all her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: fallopian tubes were bilaterally occluded. Concerning the injuries reported in this case, the following one was reported via medical records: uterine hemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-aug-2018: pfs received: new event patient did not underwent essure confirmation test added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vessel perforation ("perforated vessels"), pelvic pain ("severe pelvic pain, physical pain, pain"), menorrhagia ("frequent and heavy menstrual cycles/abnormal menstrual bleeding, prolonged menses"), suicidal ideation ("suicidal thoughts") and vaginal haemorrhage ("abnormal bleeding (vaginal bleeding)") in an adult female patient who had essure (batch no. B94874) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: mirena. Concurrent conditions included lumbar disc degeneration, chest pain, ovarian cyst, nephrolithiasis, biliary dyskinesia, polycystic ovarian syndrome, kidney stone, libido decreased, excess sweating and enlargement uterine (treated with histerectomy). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced mood swings ("mood swings, emotional anguish"), depression ("depression"), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), suicidal ideation (seriousness criterion medically significant) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vessel perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), pain in extremity ("severe leg pain"), polymenorrhoea ("frequent and heavy menstrual cycles"), menorrhagia (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), migraine ("migraine headaches"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), allergy to metals ("nickel allergy") and abdominal pain upper ("upper right quadrant pain"). The patient was treated with surgery (patient underwent a total hysterectomy with bilateral salpingectomy on (B)(6) 2016), surgery (patient underwent a total hysterectomy with bilateral salpingectomy on (B)(6) 2016), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the vessel perforation, pelvic pain, pain in extremity, mood swings, depression, polymenorrhoea, suicidal ideation, vaginal haemorrhage and abdominal pain upper outcome was unknown and the abdominal pain, menorrhagia, alopecia, migraine, dysmenorrhoea, back pain, dyspareunia and allergy to metals had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, menorrhagia, migraine, mood swings, pain in extremity, pelvic pain, polymenorrhoea, suicidal ideation, vaginal haemorrhage and vessel perforation to be related to essure. The reporter commented: on or about (B)(6) 2015, plaintiff underwent essure implantation procedure, however the physician implanted only one coil. On or about (B)(6) 2015, she underwent second essure implantation procedure. In (B)(6) 2015, she sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a total hysterectomy with bilateral salpingectomy to remove the essure devices, she has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she has reported that all her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: fallopian tubes were bilaterally occluded. Concerning the injuries reported in this case, the following one was reported via medical records: uterine hemorrhage. Most recent follow-up information incorporated above includes: on 3-jul-2018: medical record received. Reporter added. Events perforated vessels added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, physical pain, pain"), menorrhagia ("frequent and heavy menstrual cycles/abnormal menstrual bleeding, prolonged menses"), suicidal ideation ("suicidal thoughts") and vaginal haemorrhage ("abnormal bleeding (vaginal bleeding)") in an adult female patient who had essure (batch no. B94874) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: mirena. Concurrent conditions included lumbar disc degeneration, chest pain, ovarian cyst, nephrolithiasis, biliary dyskinesia, polycystic ovarian syndrome, kidney stone, libido decreased and excess sweating. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced mood swings ("mood swings, emotional anguish"), depression ("depression"), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), suicidal ideation (seriousness criterion medically significant) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), pain in extremity ("severe leg pain"), polymenorrhoea ("frequent and heavy menstrual cycles"), menorrhagia (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), migraine ("migraine headaches"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), allergy to metals ("nickel allergy") and abdominal pain upper ("upper right quadrant pain"). The patient was treated with surgery (patient underwent a total hysterectomy with bilateral salpingectomy), surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pain in extremity, mood swings, depression, polymenorrhoea, suicidal ideation, vaginal haemorrhage and abdominal pain upper outcome was unknown and the abdominal pain, menorrhagia, alopecia, migraine, dysmenorrhoea, back pain, dyspareunia and allergy to metals had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, menorrhagia, migraine, mood swings, pain in extremity, pelvic pain, polymenorrhoea, suicidal ideation and vaginal haemorrhage to be related to essure. The reporter commented: on or about (B)(6) 2015, plaintiff underwent essure implantation procedure, however the physician implanted only one coil. On or about (B)(6) 2015, she underwent second essure implantation procedure. In (B)(6) 2015, she sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a total hysterectomy with bilateral salpingectomy to remove the essure devices, she has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she has reported that all her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: in (B)(6) 2015: fallopian tubes were bilaterally occluded. Concerning the injuries reported in this case, the following one was reported via medical records: uterine hemorrhage. Most recent follow-up information incorporated above includes: on 13-mar-2018: pfs+mr received: new event: abdominal pain upper was added. Reporter, patient demographic information, all other relevant history, product start, stop date updated. Product lot number added. Previously reported event ¿menorrhagia, vaginal haemorrhage¿ upgraded. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, physical pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), pain in extremity ("severe leg pain"), mood swings ("mood swings, emotional anguish"), depression ("depression"), polymenorrhoea ("frequent and heavy menstrual cycles"), menorrhagia ("frequent and heavy menstrual cycles/abnormal menstrual bleeding, prolonged menses"), alopecia ("hair loss"), migraine ("migraine headaches"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), dyspareunia ("painful intercourse") and allergy to metals ("nickel allergy"). The patient was treated with surgery (patient underwent a total hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, pain in extremity, mood swings, depression and polymenorrhoea outcome was unknown and the abdominal pain, menorrhagia, alopecia, migraine, dysmenorrhoea, back pain, dyspareunia and allergy to metals had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, menorrhagia, migraine, mood swings, pain in extremity, pelvic pain and polymenorrhoea to be related to essure. The reporter commented: on or about (B)(6) 2015, plaintiff underwent essure implantation procedure, however the physician implanted only one coil. On or about (B)(6) 2015, she underwent second essure implantation procedure. In (B)(6) 2015, she sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a total hysterectomy with bilateral salpingectomy to remove the essure devices, she has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she has reported that all her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: fallopian tubes were bilaterally occluded. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 26-oct-2017: lawyer was added as reporter. Lab data was added. Essure indication was added. Essure implantation dates were updated (previously reported as mar-2015). Non drug treatment details was updated. Event: severe menstrual pain; abnormal menstrual bleeding; prolonged menses (was clubbed with event: frequent and heavy menstrual cycles); severe abdominal pain (outcome was updated); severe back pain; painful intercourse; migraine headaches; nickel allergy; and hair loss were added. Events outcome were reported as recovered. Reporter considered all the events were related to essure device. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only.¿ incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 25-jan-2017: quality safety evaluation of ptc. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain, physical pain. A full hysterectomy to remove the device was performed. The event is anticipated according to the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, physical pain") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient started essure. On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), abdominal pain ("severe abdominal pain"), pain in extremity ("severe leg pain"), mood swings ("mood swings, emotional anguish"), depression ("depression"), polymenorrhoea ("frequent and heavy menstrual cycles") and menorrhagia ("frequent and heavy menstrual cycles"). The patient was treated with surgery (full hysterectomy to remove the device in (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain, abdominal pain, pain in extremity, mood swings, depression, polymenorrhoea and menorrhagia outcome was unknown. The reporter considered pelvic pain, abdominal pain, pain in extremity, mood swings, depression, polymenorrhoea and menorrhagia to be related to essure. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain, physical pain. A full hysterectomy to remove the device was performed. The event is anticipated according to the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.